Manufacturer narrative:
Upon observation of the abutment screw identified significant wear damage around the screw threads and the shank. There was noticeable gouging around the screw hex and appeared to be stripped. The complaint was confirmed for screw damage through visual inspection. The loosening was not verifiable as the exact details of the device usage could not be replicated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Event description:
The dentist reported that the screw loosened and the abutment became loose with the crown in place. The patient will need the abutment, screw and crown replaced.